Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Reportedly, the customer loaded cold insulin into the cartridge and was not properly performing the air removal step. Additionally, customer reported using cartridge for 3 days. Tandem technical support informed the customer that this is off label per the user guide. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.